Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the provided pictures identified the part and lot of the devices. The fracture could not be identified in the provided photo. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected data: h4 - manufacturing date. D4 - UDI is not applicable, the device was manufactured prior to di publish date. Visual examination of the returned product identified the hex tip of both devices is fractured, no fragments returned for evaluation. Both devices show signs of use with gouges on the u-joints and scratches on the shaft and driver connection ends. No other damage was noted. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned, fractured devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that when advancing the it screw into the shell, the tip of the screwdriver broke. The surgeon completed the procedure with the straight screwdriver blade to finish tightening down the screw. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00879000525 item name u-joint shaft 3.5 mm hex lot # 52081675 g2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.